Event description:
Tech alleged that the brakes at the foot end of the bed would rachet when the brake was set. No injury reported.

Manufacturer narrative:
The tech replaced the brake steer caster to resolve the issue.